Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy due to high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2023. During the procedure, the physician found that the lead coiled upon itself and caused a knot close to the ipg. The entire system was explanted and replaced to address the issue. Patient now has effective therapy.